Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the entire device was removed due to patient complaint of gland pain and infection. No patient complications were reported.